Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed, including verification of connections, system settings, and identification of error code e402; the issue was attributed to the absence of a video capture card in the provation computer. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
The customer reported that no video was present on provation during inspection for use involving an olympus video system center. There was no patient injury reported.